Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/10/2024, it was reported by a sales representative via (B)(4) that an ar-8305 synergy resection shaver console had fluid leak down into the box. The tubing was punctured during the case which led to fluid running down onto/into a shaver box that sat right below the pump. This shaver box is now malfunctioning. This was discovered during the case with no patient harm.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. (Use error) this evaluation determined that the reported event occurred due to use error resulting in moisture intrusion.